Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg and issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports she lost stimulation approximately seven months ago and has been unable to recharge her ipg for seven months. It was undetermined if the charger would not turn on or the patient failed to recharge. The sjm representative met with the patient and determined the ipg is inoperable. Surgical intervention may be pending to address this issue.